Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by the breakout panel and cable. These parts were replaced. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the umbilical cable was difficult to seat. No patient was present during the time of the reported incident.

Manufacturer narrative:
Correction to system type.